Event description:
It was report that, upon opening the package, the implant coil was found to be missing. There was no patient involvement.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer, but it has not yet been returned. The alleged product issue could not be confirmed. If the device is returned at a later date, an investigation will be performed and a supplemental report will be submitted.